Event description:
Journal reference: kelly ve, samii a, slimp jc, price r, goodkin r, shumway-cook a. Gait changes in response to subthalamic nucleus stimulation in people with parkinson disease: a case series report. J neurol phys ther. 2006; 30(4): 184-194. The article describes the results from a case series that involved 6 patients being treated with deep brain stimulation (dbs) of the subthalamic nucleus for management of advanced parkinson disease. The goal of the study was to evaluate the effects of unilateral and bilateral stimulation on gait following staged stimulator implants. Three patients experienced worsening gait following bilateral stimulation. A male patient experienced worsening of his gait following unilateral stimulation and difficulty walking following bilateral stimulation. The patient deactivated one of the stimulators when walking.